Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es patient results for two samples drawn from two patients (patient a = 0.268 ng/ml; patient b = 0.232 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es results were not reported from the laboratory to the clinician as the user questioned the results prior to reporting them. The customer repeated the affected patient samples (repeat patient a = 0.016 ng/ml; repeat patient b = 0.006 ng/ml), and the repeat results were considered to be correct. There were no allegations of harm to the patients as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es patient results were obtained for two patient samples. The samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed service actions to multiple analyzer subsystems. However, it is unknown if the repairs and adjustments made were linked to the results in question. Performance testing demonstrated that the vitros eciq analyzer was operating as intended following service. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing and/or an equipment related issue cannot be ruled out as possible contributing factors. There is no evidence that the vitros trop I es reagent had malfunctioned.